Manufacturer narrative:
]Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument and completed the failure analysis investigation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.193" x 0.573" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grip tips is typically attributed to user mishandling, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument logs was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2021 on system (B)(4). The fenestrated bipolar forceps has 10 uses remaining after the last use. The instrument has a maximum of 14 uses. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that half of the fenestrated bipolar forceps jaw was broken and detached. At this time, it is unknown if the breakage occurred prior to the procedure, or intra-operatively. The fragment was not found in the patient's anatomy and was not visualized via an x-ray. The location of the missing fragment remains unknown. Blank MDR field information: follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, one-half of the fenestrated bipolar forceps jaw was broken and detached from the instrument. It is unknown if the instrument was broken prior to it being inserted into the patient's anatomy, or if it broke during the procedure. The instrument did not collide with any other instruments or hard material while in use. No fragment was seen inside the patient's anatomy at the time. An x-ray was performed, and no fragment was detected. The surgeon did not know the cause of the instrument breakage, when the breakage occurred, or the location of the missing fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.